Event description:
It was reported that this pacemaker exhibited farfield r-waves oversensing on the presenting and stored electrograms (egms). It was noted that the patient was currently in the intensive care unit (ICU). This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.